Event description:
Patient returned from theatre to ICU with mediastinal chest tube in situ attached to pleur-evac suction drain. Managed as per department protocols and IFU's; staff familiar with pleur-evac, nurse caring for patient observed excessive bubbling, reported same to surgeon, check chest x-ray performed and nil abnormality noted, all other troubleshooting attended to eliminate air leak and/or source. Surgeon comfortable to continue with management. A couple of hours later after change of shift, another nurse felt excessive bubbling was not okay, so she called a consultant doctor in who thought there was an audible air leak around the locking connectors area of the pleur-evac tubing. He requested device be changed and new device connected. This was attended to and no further issues encountered. The patient's condition was reported as fine. Further information indicates that the sample that the hospital has provided is contaminated with both blood and body fluids and it will be discarded. The site where they suspected the leak was coming from was "h", the sampling port, staff who reported the issue were not aware that any sampling had been performed.

Manufacturer narrative:
(B)(4). A DHR review could not be conducted since the lot number provided is not a valid lot number (747100136). No corrective action can be established at this moment since the product sample is not available for evaluation. Product sample is necessary to perform a proper investigation to determinate the root cause and the corresponding corrective actions. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is being manufactured at the time.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Patient returned from theatre to ICU with mediastinal chest tube in situ attached to pleur-evac suction drain. Managed as per department protocols and IFU's; staff familiar with pleur-evac, nurse caring for patient observed excessive bubbling, reported same to surgeon, check chest x-ray performed and nil abnormality noted, all other troubleshooting attended to eliminate air leak and/or source. Surgeon comfortable to continue with management. A couple of hours later after change of shift, another nurse felt excessive bubbling was not okay, so she called a consultant doctor in who thought there was an audible air leak around the locking connectors area of the pleur-evac tubing. He requested device be changed and new device connected. This was attended to and no further issues encountered. The patient's condition was reported as fine. Further information indicates that the sample that the hospital has provided is contaminated with both blood and body fluids and it will be discarded. The site where they suspected the leak was coming from was "h", the sampling port, staff who reported the issue were not aware that any sampling had been performed.